Event description:
It was reported that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead into this implantable cardioverter defibrillator (ICD) header. The torque wrench was inserted into the seal plug to burp the lead, and the terminal pin was soaked, which didn't resolve the issue. It was noted the ra lead pacing impedances were 2400 ohms through the ICD, and 380 ohms through the pacing system analyzer (psa). This ICD was removed and replaced prior to pocket closure, which resolved the insertion difficulty and high impedances. The ra lead remains in service. No adverse patient effects were reported.